Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately 4 yrs ago as part of a clinical study. Vessel morphology at the time of implant was not reported. Approximately 1 month ago, the aneurysm measured 6.1 cm x 6.0 cm, which has enlarged from previous measurements. The pt underwent coil embolization of a lumbar artery for a type ii endoleak approximately 2 yrs ago. It was reported that approximately 2 months ago, CT showed an endoleak, which is thought to be a combination of a type ii endoleak as well as a type I endoleak from the posterior superior aspect of the stent graft. The physician elected to coil embolize the lumbar arteries, which successfully resolved the type ii endoleak; after the embolization, the refilling of the aneurysmal sac stopped. As per the investigator, the event is related to the device. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: endoleak. Conclusions: type ii endoleaks from patent lumbar arteries.